Manufacturer narrative:
(B)(4). Batch # r58z30. Device evaluation summary: the analysis results found that one tcr75 reload was received with no apparent damage. The reload was received fully loaded with staples. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the ileal bladder replacement surgery, after fired, noted the staples malformed with irregular shape. Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.